Event description:
A user facility has called in to report an incident of the bed is not functioning correctly. The foot and the head of the bed are not going up or down. No injury is reported.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model barpkg, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1123842,was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. A call has been placed to the facility for additionally information on this incident. To date, no further information has been received.